Manufacturer narrative:
The insulin pump was received missing motor support disk and no button response due to unlocked keypad connector. Unable to verify a33 alarm or perform prime/a33 due to no button response. The insulin pump has minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer did not require medical treatment. No further information was provided.